Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained of feeling fatigued, and it was determined that the rate response was not functioning appropriately, as the device's implant detect was still programmed on. As a result, the device had not been collecting data since implant. It was determined that since the patient's atrial lead had been programmed off due to the patient being in permanent atrial fibrillation, the device's implant detect function was unable to complete, therefore not allowing the rate response to function appropriately. The device will be reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.